Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 518mg/dl. The customer's most current level was 285mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states the needle had been noted to be bent out of the packaging. The customer was advised replacement sets would be sent. The customer declined to troubleshoot the device at this time.